Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low calcium results were obtained on patient samples on the dimension vista 500 instrument. Siemens determined that the quality controls (qcs) were acceptable at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: inspected the instrument; replaced sample 1 mixer, aliquot probe, sample probe, reagent probes, integrated multisensor technology (imt), and reagent prep; performed alignments; cleaned drains; and ran system quick check and qcs, which resulted acceptably. Then, the cse tested samples and observed no errors. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.